Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received through follow up with the company representative, and the author who indicated that there was "no relation" between the lead "fragmentation" and the product. No further information was provided.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿unusual fracture in a durata lead with shock coil fragmentation and cable externalization.¿ heartrhythm case reports. 2017; 3(7):327-331. Doi: 10.1016/j.hrcr.2017.03.006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed which contained information this patient¿s implantable pacing leads. The article reported that there was interaction between the implanted leads, causing ¿flattened conductors.¿ there was t-wave oversensing and noise also noted three months prior to the extraction procedure. The leads were replaced. The location of the leads is unknown. No patient complications have been reported as a result of this event.